Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
This report is submitted on february 3, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on may 25, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 29, 2022.